Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and advantage were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/26/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, anterior and posterior colporrhaphy. It was reported that following insertion patient experienced pain, extrusion, organ perforation, dyspareunia, vaginal scarring, erosion, infection and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 and (B)(6) 2013 due to erosion of sling material.